Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: etlw1628c82e, stent graft, implanted: (B)(6) 2012; vamf4040c100tu, stent graft, implanted: (B)(6) 2012; enlw1628c82e, stent graft, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room. The patient's implantable pulse generator (ipg) reached end of life (eol), the device was unable to be interrogated, and pauses were noted. The patient was in atrial fibrillation. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.